Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, by the patient's doctor, that the patient passed away from a hypoglycemic event. The date of the patient's passing is unknown. It is unknown if there is an allegation that dexcom caused or contributed to the event. It was unable to be determined if the patient was wearing the device at the time of event. No additional patient or event information is available.